Event description:
Caller reported that cartridge was not fitting properly on pump due to it not being fully snapped in. The issue did not cause customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support guided caller through steps to inspect the pump and cartridge, ensuring there was no damage or obstruction, and successfully instructed caller to reload the original cartridge, allowing them to resume insulin therapy without further issues.